Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 800 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic ion-selective electrode (ise) calcium (ca) results. The service documentation revealed that the fse replaced the ise ratio pump assembly, eic cup assembly, and calicum (ca) tip from customer stock, but the results continued to drift. The fse returned the following day, (B)(6) 2016, and replaced the sodium (na) reference electrode, the calcium (ca) tip, the ise preamp board, and the ise smart module 63. On (B)(6) 2016, the fse returned and replaced a kinked mc sample proble fluid line. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified erratic ise calcium (ca) results. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced erractic ion-selective electrode (ise) calcium (ca) results. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.